Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual, dimensional and functional inspection was performed on the returned device. The reported material deformation was confirmed. The reported difficult to remove and difficult to position could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the stent delivery system interacted with accessory devices (guide catheter), as resistance was noted during advancement, thus causing the reported material deformation (multiple bent, flared, stretched struts), which contributed to the reported difficult to position (guide catheter). Further interaction with the guide catheter during retraction of the device, as resistance was again noted, likely caused the reported difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a chronic totally occluded, mildly calcified, de novo lesion in the proximal right coronary artery. A non-abbott guiding catheter was advanced to the lesion. The 4.0 x 12 mm xience xpedition stent delivery system (sds) was then advanced but met resistance with the guide catheter. The sds was subsequently removed with resistance with the guide catheter, and damage was noted on the sds [stent] upon removal. Another unspecified sds was used to complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.